Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the chairs right motor locks up. The dealer also states that the facility says something smells like electrical burning. The dealer has not smelled anything burning. MDR filed.